Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two leads with the same lot number. It was reported the pt stopped feeling stimulation coverage. An x-ray was taken which showed both leads had migrated. The physician believed the issue was due to the large size of the epidural space. The physician replaced both leads with one surgical lead. It was reported the pt received adequate stimulation postoperative.